Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was identified that the customer¿s basal programming was not saved. Customer programmed the insulin pump setting. The customer was high all the day, they changed the set but the basal rate was set to 0. The customer was high upto 13 mmol/l. The device will not be returned.